Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer is wearing the cartridge tubing facing up. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use. A cartridge change was performed resolving the issue. There was no adverse impact to customer¿s blood glucose level.